Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During the procedure the patient was experiencing a neck problem accompanied by coughing, blood pressure reduction, and respiratory discomfort; however, the physician believes the symptoms are related to the patients medical history. Oxygen inhalation was performed; however, congestion could not be confirmed and the decision was made to take a wait and see approach. The physician diagnosed angina pectoris. No additional information was provided. The 3.0 x 18 mm xience v and the 3.5 x 28 mm promus are being filed under separate medwatch MFR numbers. Concomitant medical products: guide cath: launcher ebu 3.75; stent: driver 3.0 x 20 mm. There was no reported product deficiency. The reported dissection is a known adverse event listed in the trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the patient began experiencing respiratory discomfort during exercise (not chest pain), which gradually became worse, on (B)(6) 2011. The patient was diagnosed with an acute myocardial infarction. On (B)(6) 2011, orthopnea occurred and on (B)(6) 2011, q in ii iii avf was detected on electrocardiogram. The patient was diagnosed with pulmonary congestion by x-ray. On (B)(6) 2011, the patient underwent percutaneous coronary intervention (ptca) on the left circumflex, during which a non-abbott stent was deployed; however, was not expanded well requiring post dilatation for full deployment. The lesion vessel was mildly tortuous, mildly calcified, a concentric lesion, and was 90% stenosed. On (B)(6) 2011, the patient felt a respiratory discomfort in the morning, and the patient was also diagnosed with pulmonary congestion by x-ray. So the physician administered medications. On (B)(6) 2011, pulmonary congestion was recovered. The patient underwent ptca again on the proximal to mid left anterior descending artery (lad) target lesion. During predilatation of the vessel with a trek balloon a dissection occurred. Treatment was performed with additional dilatation, after which a 3.0 x 18 mm xience v stent and a 3.5 x 28 mm promus stent were implanted (12 atmospheres/ post 14 atmospheres); however, blood flow was restricted temporarily and the distal lad became occluded so additional dilatation with the trek balloon was performed for treatment of the occlusion.